Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (dcs), angiography showed a dissection in the puncture site. The dissection delayed blood flow in the lower extremities and the implant procedure was completed after plain old balloon angioplasty (poba). Four days following the procedure, ankle-brachial index (abi) in the right lower extremity decreased to 0.5. Computed tomography (CT) showed stenosis in the right femoral artery and endovascular treatment (evt) was then performed. It was reported that the vessel damage could have been caused by the dcs or the non-medtronic suture-mediated closure system used during the implant procedure. No further adverse patient effects were reported.